Event description:
A report was received that alleges that the device was in use with pt for approximately 1 week. User reported that the inflation line became detached. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.